Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced weakness. The right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episode and a atrial lead position checked failed. The ra lead remains in use. No further patient complications have been reported as a result of this event.